Manufacturer narrative:
All buttons function properly on the insulin pump; however, moisture damage was found on the keypad traces. No frozen screen or button error alarm was noted during testing. The pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that she woke up on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.